Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: special instructions: the position of the wire of the temperature sensing foley catheter has an important effect on the amount of heating that may develop during an MRI examination. Accordingly, the temperature sensing foley catheter must be positioned in a straight configuration down the center of the patient table (i.e., down the center of the mr system without any loop) without contacting the patient in order to ensure patient safety. Additional safety instructions include the following: 1. Remove all electrically conductive material from the bore of the mr system that is not required for the MRI examination (i.e., unused surface coils, cables, etc.). 2. Keep electrically conductive material that must remain in the bore of the mr system from directly contacting the patient by placing insulating material such as foam rubber padding between the conductive material and the patient. 3. Position the temperature sensing foley catheter in a straight configuration down the center of the patient table to prevent cross points and conductive coils or loops. 4. The wire and connector of the temperature sensing foley catheter should not be in direct contact with the patient during the MRI examination. Position the temperature sensing foley catheter appropriately and add insulating material such as foam rubber padding, accordingly. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the balloon was being filled with saline, the pink plastic piece around the tube that the saline goes into (the piece that has the size of the catheter printed on it) came loose and some saline came out. They tried to withdraw the fluid to check how much saline was in the balloon. The saline would not withdraw.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the balloon was being filled with saline, the pink plastic piece around the tube that the saline goes into (the piece that has the size of the catheter printed on it) came loose and some saline came out. They tried to withdraw the fluid to check how much saline was in the balloon. The saline would not withdraw.